Manufacturer narrative:
(B)(4).

Event description:
It was reported the dystonia patient turned off his implantable neurostimulator (ins) without turning down the voltage prior to an eeg test for his heart. After the eeg, the patient reported a ¿strong sensation/current going to his brain.¿ the patient also experienced ¿overstimulation¿ and a ¿shocking/jolting sensation¿ associated with the event. The issue reportedly caused the patient¿s nurse at the clinic to be concerned. The patient was ¿fine and able to leave the hospital setting within a ½ (the units were not reported) from the event.¿ the night following the incident the patient experienced an ¿increase in his dystonia where his head involuntarily moved.¿ the patient reportedly ¿did not like the sensation when they turned the ins back on and that it must aggravate his symptoms.¿ there was notably no indication the patient was ¿not receiving effective therapy after the event.¿ the day after initial report the patient reported he was ¿feeling fine and that he was feeling almost normal or what is his normal for his condition.¿ the patient was alive with no injury at the time of report. Additional information has been requested, but remained unavailable at the time of report. A supplemental report will be filed if additional information is received.